Event description:
Customer reported that she had high blood glucose of 243 mg/dl. Customer stated that her insulin pump is alarming motor error, making scratching noise at rewind, the reservoir leaked into the reservoir compartment and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.